Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided. This supplemental correction report is being filed to correct event problem and evaluation codes.

Event description:
It was reported that this patient with pacemaker device felt heart was racing. Patient also stated that device was warm to touch. Patient also mentioned something about blood pressure. This device remains in service. No adverse patient effects were reported.

Event description:
It was reported that this patient with pacemaker device felt heart was racing. Patient also stated that device was warm to touch. Patient also mentioned something about blood pressure. Additional information was received that the device was explanted. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the baseline testing completed on the device found no failing conditions. All testing completed on the device passed or was not applicable, therefore no problem was detected. The conclusion code was selected based on analysis of the returned product. Analysis found no evidence of device defect, malfunction or damage outside the bounds of normal medical use.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this patient with pacemaker device felt heart was racing. Patient also stated that device was warm to touch. Patient also mentioned something about blood pressure. This device remains in service. No adverse patient effects were reported.